Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tulip of a pedicle screw disassembled from the screw shaft while installing the mating rod during surgery. The tulip and shaft were removed and replaced with an alternative screw of the same size to complete the procedure. There were no reported patient impacts associated with this event.

Manufacturer narrative:
UDI number: (B)(4). Additional information: method, results, and conclusions - the device was not returned, but a photo was provided that confirms the screw has disassembled. However, the photo is insufficient to determine if the splines on the screw shaft were deformed, so the cause cannot be determined. The lot number is believed to be aad; the manufacturing records for this lot were reviewed and there were no indications of manufacturing-related problems that would have contributed to this event.

Event description:
It was reported that the tulip of a pedicle screw disassembled from the screw shaft while installing the mating rod during surgery. The tulip and shaft were removed and replaced with an alternative screw of the same size to complete the procedure. There were no reported patient impacts associated with this event.

Manufacturer narrative:
Additional information: the returned screw was evaluated. The tulip has dissociated from the screw shaft. The splines were deformed in a manner consistent with tightening of the rod and closure top within the tulip, and then loosening them which then can allow the screw components to dissociate. A review of the DHR did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device installation and tightening.

Event description:
It was reported that the tulip of a pedicle screw disassembled from the screw shaft while installing the mating rod during surgery. The tulip and shaft were removed and replaced with an alternative screw of the same size to complete the procedure. There were no reported patient impacts associated with this event.